Manufacturer narrative:
The device was returned and the investigation found the soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 56 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod . Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports when removing the pod from the package the cannula was already deployed. The patient's reported blood glucose was 140 mg/dl. The pod was not worn.